Manufacturer narrative:
(B)(4). D10: 00595001401, femoral component precoat size d left, 61219290. 00598003701, stemmed tibial component precoat size 3 for cemented use only, 62847982. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial tka. Subsequently, they had a revision approximately 11 years post-implantation due to instability. The surgical technique was utilized. Attempts have been made and no further information has been provided.